Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the generator has eroded through the generator pocket and exposed the generator. It was reported that the patient wears a feeding backpack and the straps are thought to have contributed to the erosion of the generator. The surgeon explanted the generator and reimplanted a new generator submuscularly. There was no sign of infection. Further follow-up revealed that the extrusion was observed two days prior to explant. The physician believes that the issue was unrelated to placement of the generator and that the parents were leaving the feeding backpack on the patient too long.